Event description:
It was reported that the insulin pump had unprompted scrolling numbers and a failed battery. The blood glucose reading was 146 mg/dl. The customer stated that he had been outside in the rain prior to receiving the keypad issues. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads. All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. No number ramping anomaly or scroll bar anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.